Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via phone call regarding a patient receiving dilaudid (2mg/ml at 0.4000mg/day) via an implantable infusion pump. The indication for use was noted as spinal pain. On (B)(6) 2015 the physician completed a catheter revision. It was reported that there was a confirmed catheter issue. The catheter had a tear/hole/fracture. A catheter access port (cap) aspiration was done. The physician attempted to aspirate the catheter but was unable to do so. The physician then scheduled a revision, where it was discovered that the catheter had broken off about an inch past the pump connector. The physician believed the pump had been flipping which caused the catheter to break. The proximal catheter segment was replaced and the pump was secured in the pocket with a dacron pouch. The patient had gradually noticed over time that they were still in pain and not getting the expected therapy results. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)